Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination and functional testing of a returned product sample. The customer provided a 3-lumen catheter that appeared heavily used with a lot of adhesive residue on the proximal end of the catheter body. The catheter was attached to the lab leak tester. With the distal end occluded and 45 psi of pressure for 30 second, one leak was observed within the distal lumen. No leaks were found on the other lumen. Microscopic examination revealed kink or compression in the distal extension line a 2mm below the hub. The damage appeared to be from the extension line clamp. Immediately below the extension line hub and before the compression, the extension line tubing was partially torn from inside the hub creating a hole. The edges were jagged. A review of manufacturing records did not yield any relevant findings. Based on the time of discovery and the damage observed, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the patient's room, medical solution was found leaking from the catheter. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.